Event description:
Received information that customer received a low fill estimate after completing the load process; she filled their cartridge with 125 units, yet the fill estimate was only 65 units. Customer used cold insulin. Reportedly, there was no impact to the user's blood glucose level.

Manufacturer narrative:
The product has been returned for evaluation. Should new relevant information become available a supplemental report will be submitted. In additional, t:slim user guide indicates pump is to be used with individuals 12 years and greater; patient is (B)(6).